Event description:
It was reported subject device was leaking from a cap that would not screw down all the way. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The nose cone could not be tightened properly due to damaged threads from transducer. The device evaluation found no additional findings. Based on the results of the investigation, it is likely that the following led to the malfunction: component failure, which is expected or random component failure without any design or manufacturing issue a device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported subject device was leaking from a cap that would not screw down all the way. The issue occurred during reprocessing. There were no reports of patient involvement.